Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue already been resolved. The technical support specialist reached out to the customer and confirmed that the issue has been resolved. The system functioned as intended after customer resolved the issue.

Event description:
It was reported when using the pyxis medstation es system, the order for one patient was not visible at the station. The customer reported that a temporary profile had been established for the patient; however, the orders were still not visible, preventing the nurses from obtaining the necessary medication for the patient. There were no adverse events or injuries reported based on this incident.